Event description:
Surgery in 1999 to remove bilateral breast implants revealed rt breast implant to be intact, lt breast implant w/ outer saline lumen rupture and significant gel bleed from inner lumen. No extracapsular gel found.